Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. It was also reported that the implantable pulse generator (ipg) and right v entricular (rv) lead were explanted and replaced. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.